Manufacturer narrative:
Unit received with all operating currents within spec and passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. No unexpected e/a alarm anomaly during testing. Pump history download using thds was successful. There is no alarm anomaly shown on event date. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unit passed all require testing. Unit having no e/a alarms or air bubble anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced e/a alarm unspecified. The event involved product(s) mmt-754wws. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported issues with pump and also mentioned pump was not recording all boluses, unexplained bubbles in reservoir occur very often. History contains unknown pump error. No harm requiring medical intervention was reported. Product return status for mmt-754wws is unknown.